Event description:
According to the event description when trying to use camera head can't see image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: complaint not verified - the camera was tested over multiple days, but no image issues were detected. Ksus goleta service incoming was unable to duplicate the customer's issue. Ksus goleta process engineering tested the camera for over a week without issue. A visual inspection was unable to identify any issues. Functional testing included several overnight burn-in sessions. The camera was tested for over a week and it never failed to produce a quality image consistent with other known working th104 camera heads. Unable to duplicate the customer's reported complaint. The event is filed under internal karl storz complaint ID: (B)(4).